Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a thermocool navistar catheter where a magnetic sensor error and complete signal loss were encountered. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. In addition, the catheter was evaluated for eeprom, carto 3 system compatibility and sensor functionality. The catheter was recognized by the carto 3 system with no error messages and proper visualization. In addition, eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The customer complaint cannot be confirmed.

Manufacturer narrative:
On 12/22/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool navistar catheter where a magnetic sensor error and complete signal loss were encountered. During the procedure, the catheter gave a magnetic sensor error. Additionally, signal was lost on all body surface and intracardiac channels. At the time, the physician did not have any available electrocardiograms (ecgs) to monitor the patient¿s heart rhythm. The catheter was replaced with one of the same type, and the procedure was completed without any report of patient consequence. A magnetic sensor error is highly detectable, and the possibility that it could cause or contribute to a serious injury or death is remote. However, the inability to monitor a patient¿s ECG rhythm while devices are intracardiac could lead to an undetected cardiac rhythm that could be life threatening. As a result, this event is MDR reportable.